Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually and functionally tested and the reported condition was not confirmed. Therefore, an assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.

Event description:
The customer reported to baxter (B)(4) that they are continually having air in line with the interlink blood/solution set, having to change line up to six times over a 24 hour period. There was no patient involvement, no patient injury or medical intervention associated with this event. No additional information is available.